Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including history of bicuspid aortic valve and hyperlipidemia (hld). Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Event description:
It was learned from the above literature article and implant patient registry that a 19mm 2700 aortic valve was explanted after 9 years and 9 months due to thickening/calcification, moderate pannus, leaflet tear, aortic stenosis and regurgitation. The patient presented with nyha class 111 symptoms. The valve was replaced with a 23mm 2700 aortic valve. Per medical records the patient underwent redo avr and re-enlargement of the aortic root. A post op tee showed a well functioning aortic valve. The patient was transferred to ICU in stable condition. The patient was discharged on pod #9.

Event description:
Edwards reviewed literature article "percutaneous bailout technique for trapping an embolized valve during valve -in valve tavr," march 2023, from the j invasive cardiology journal (pmid: 36884365). It was learned from the above literature article and implant patient registry that a 19mm 2700 aortic valve was explanted after 9 years and 9 moths due to unknown reasons. The patient underwent a redo avr and root reconstruction, a 23mm 2700 aortic valve was implanted in replacement.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.